Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 turned off. The hospital did not report any patient effects. The hospital will reportedly not be returned the product in question. Add'l info has been requested; a supplemental report will be submitted if the info is received.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number- (B)(4).